Manufacturer narrative:
Model and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s3 mast roller pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s3 mast pump displayed an error message during priming. There was no patient involvement.

Event description:
See initial.

Manufacturer narrative:
Livanova deutschland received additional information which revealed that the reported issue is not related to a s3 mast roller pump. Therefore this field was corrected. Livanova deutschland received the serial and part number of the device. As the part number was received the manufacturing date could be determined. A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.